Manufacturer narrative:
Date of event ((B)(6) 2015). Date of this report ((B)(4) 2015). Additional info received on (B)(4) 2015 indicated that the patient presented with heart failure symptoms and abnormal pump parameters and anticoagulation was reported to be uncontrolled. Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. However, a report sent by the site confirmed a sudden drop of power consumption and flow rate and revealed a 3rd harmony by acoustic measurement. The report also noted that a backwash maneuver was performed on the reported event date and the parameters returned to their normal level. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate event is thrombus formation or ingestion within the device. Additionally, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that this patient was hospitalized due to low flow alarms. Evaluation performed by the site showed a significant drop of pump power and pulsatility. A washout maneuver with "sentinel carotid protection and thrombectomy via the right groin was performed. Pump parameters were reported to be fine afterwards. On (B)(6) 2015 pump powers increased and 3rd harmony was present again. Lysis treatment was initiated. One hour later pump parameters were back to normal. The patient is last reported to be hospitalized but stable. Investigation is ongoing.